Event description:
It was reported that a device related pressure ulcer was experienced from the scd tubing where the hard, clear plastic tubing exits the sleeve. It was believed the tubing was hard. Additional information reported that the wound was discovered on (B)(6), the patient had been admitted on (B)(6). Dressings were used to treat the wound. The patient was subsequently moved to a foot pump to relieve that area. The patient later died of pre-existing condition of liver failure.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent after device evaluation if the device is received.

Event description:
Additional information: the patient had two ulcers, bilaterally from two devices. It was reported that the patient was malnourished, had edema, and in poor failing health. The patient was re-positioned daily. It was reported that the tubing was coming from the calf sleeve, running towards the foot. The location of the ulcers were on the achilles tendon, closer to the calcaneus. The leg rested right on the tubing, the tubing was very hard, round and not flexible. When pressure was placed in that area it caused necrosis easily.this report is being filed for the first device.see related MFR. # 2134070-2015-00026.